Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shut down on its own. There was no patient harm reported.

Manufacturer narrative:
(Clinical and impact code).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit shut down on its own. There was no patient harm reported. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse verified that the cardiosave was powering up but both displays were blank. The fse then verified that the coiled display cable was loose at base unit connector. So, the fse replaced the two piece coiled cable with one piece newer coiled cable (0012-00-1839). The fse also replaced the safety disk and tidal volume disk that had reached their due by replacement dates. The fse then performed all performance and function tests. The unit passed all functional testing.